Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Uncomfortable-vagina [vulvovaginal discomfort]. Tampon uncomfortable to wear [medical device site discomfort]. Tampon unrolls when taking it out [device breakage]. Case description: consumer contacted via online review and stated that the tampon unrolled itself when she took it out. No serious injury was reported.